Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause was not determined. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's interstim implant was beeping when they got close to the dishwater starting the day of the report. They stated that they were about a foot away from the dishwasher with their back to the dishwasher, and when they moved away from the dishwasher it stopped beeping. Patient reported they felt a little bit of increase in their stimulation as well. Patient did confirm that it was not the patient programmer beeping or anything else in the room. Furthermore, patient stated they were still recovering from the surgery and that everything had been fine until they got out of bed finally and that when they bend over, they felt like pain in the incision site which started the day prior to the report. Patient was redirected to their healthcare professional (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.